Event description:
The intra-aortic balloon was inserted into the pt on 4/4/98 at 7:15 p.m. And removed on 4/11/98 at 4:00 p.m. The intra-aortic balloon did not malfunction. The pt had bleeding that was not severe and a transfusion was required. The pt went on to expire. The contact at the facility reported that the death was not a direct consequence of the intra-aortic balloon or intra-aortic balloon therapy. The intra-aortic balloon was not returned to datascope. (Event complications: bleeding/not severe/transfusion required) - reported 7/14/98.) (Pt's current status: expired - reported 7/14/98.)